Event description:
Leica biosystems received a complaint that sub-optimal tissue processing had been identified on (B)(6) 2015 from a processing run, which started on (B)(6) 2015. A leica representative reported that the following info regarding the circumstances involved in the complaint had been provided by grand river hospital: we were informed that a staff member pulled an "ethanol bottle" (they only use pure reagent in all of their stations) and replaced the reagent with 70% alcohol at the discretion that there was not a degraded alcohol on board at the time with a low purity. The station details for this bottle were then incorrectly updated to 100% pure. (In fact the bottle contained 70% alcohol). Most likely, this bottle was used during the processing run on the evening of (B)(6). The root cause investigation of the hospital has determined that the event was caused by user error and that the poor processing was caused by incomplete dehydration of the tissue. This info was communicated verbally by the director of quality and medical director yesterday; and details of the event were also broadcast at the following link: http://kitchener.ctvnews.ca/human-error-blamed-for-issue-that-affected-117-tissue-samples-at-grh-lab-1.2420431. Other info: 117 cases were affected. Tissues were re-processed and most cases were successfully reported (but were delayed due to the re-processing and caution taken). One pt required a re-biopsy procedure (adverse pt event). Nineteen pts required additional follow-up from the referring physicians.

Manufacturer narrative:
The station properties for bottle 10 (ethanol) were reset at 07:57am on (B)(6) 2015. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. Information provided by the laboratory indicates that prior to commencement of the protocol from which sub-optimal tissue processing was identified, a user had replaced the reagent with 70% ethanol and set the concentration to 100%. Based on this information, it is likely that bottle 10 was replaced with 70% ethanol on (B)(6) 2015, and reset to 100% at 07:57am on (B)(6) 2015. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing. Investigation of this complaint found that the instrument operated within specification. The root cause of the sub-optimal tissue processing reported was a use error. Specifically per the information provided by the complainant, a user replaced the reagent with 70% ethanol, but affirmed in error that the concentration was to be set to 100% in the instrument software. Details of the event were also broadcast in the broadcast at the following link: a transcript of the broadcast is available upon request.

Event description:
On 04 september 2015, the leica histology technical specialist advised that user training has been offered to the laboratory. The laboratory is in the process of purchasing another peloris ii tissue processor and user training will be provided upon installation of the instrument. As at 04 september 2015, leica biosystems has not received the patient identifier; age/date of birth and gender of the patient requiring re-biopsy, despite several request being made to the laboratory.